Event description:
Facility chief tech reported pt care tech (pct) noted "blood coming from the blood pump housing and air entering the arterial line" during pt hemodialysis treatment on the baxter sps 550 device. Device alarmed and clamped the venous blood tubing appropriately. Treatment was discontinued and device was removed from service. Chief tech reported no medical intervention necessary and no pt injury resulted from this event.